Event description:
Bone mill malfunctioned, motor froze. In trying to get restarted air hose flew off and pt's bone fragments went on the floor. Pt's bone was discarded and bone bank bone was subsequently used.